Event description:
The surgeon completed a primary corail/pinnacle surgery in(B)(6) 2017. In (B)(6) 2020, the original liner dissociated from the cup and the first revision surgery was performed by another surgeon. This surgery consisted of a liner change. In (B)(6) 2022 the liner dissociated from the cup again. A second revision surgery was performed on (B)(6)2022 by both surgeons. The original cup was removed and a pinnacle sector cup implanted with a new liner. The head was also removed and changed. No delay to surgery. The patient has now had to undergo two revision surgeries. Doi: (B)(6) 2020. Dor: (B)(6) 2022. Unknown hip.

Manufacturer narrative:
Product complaint # pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary : device associated with this report was received for examination and found enough evidence to confirm the complaint. There are missing and damaged anti-rotation (ard) features of the liner which is indicative of a disassociation event. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present had the femoral head been more centrally loaded. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history : a manufacturing record evaluation was performed for the finished device lot number: h65545 and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the patient had lateral hip pain following the dissociation of the liner. There was no trauma involved that caused the liner to dissociate. Affected side was the left side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.